Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -9.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was replaced with a longer length lens in a second surgery on (B)(6) 2022 due to low vault. This resolved the problem. Cause of the event is reported as unknown.